Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to correct the reported issue. Customer contact reports no patient information available. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that results in a loss of mechanical ventilation during a case. There was no patient injury.